Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reportedly did not complete the air removal step on the cartridge, customer technical support educated customer in regard to the air removal step. Reportedly, the customer would load the same cartridge. There was no adverse impact to the customer¿s blood glucose level.